Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the (B)(4) desktop charger (s/n (B)(4) revealed a broken connector pin. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s desktop charger (dtc) connector pin broke. A replacement dtc was sent to the patient. The patient¿s battery reportedly depleted. The patient received the dtc and was able to recharge the ins, but was barely able to walk. They couldn't even get out of bed. It was stated they thought the stimulator needed to be reprogrammed. The ins was reportedly off, and the device was turned back on at the time of this report. No further complications are anticipated.